Event description:
A report was received that the patient had to press deeply on her chest to charge the ipg. The physician took an x-ray to check the position of the ipg, and assessed that the ipg was too deep in the pocket. The patient underwent a pocket revision and was reportedly doing well following the procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient had to press deeply on her chest to charge the ipg. The physician took an x-ray to check the position of the ipg, and assessed that the ipg was too deep in the pocket. The patient underwent a pocket revision and was reportedly doing well following the procedure.